Event description:
The customer reported that the insulin pump rewound and primed in the middle of the night without her pressing the buttons. The customer stated that when she woke up her insulin pump has fully rewound and then manually primed 4.8 units without her intervention. Reviewed the prime history and the manual prime of 4.8 units was registered. Performed the self test and passed. The customer did not feel comfortable and requested a replacement of the insulin pump. No further info was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement. After testing, it was concluded that the device operated within specifications.